Event description:
Customer's wife reported customer received a low glucose reading (39 mg/dl) from their freestyle meter and stopped taking his routine insulin medication. Customer's wife reported customer experienced symptoms of hallucination and decided to take customer to del raleigh community hosp. Customer's wife reported customer was diagnosed with diabetic ketoacidosis and was treated with intravenous solution and blood thinners; then hospitalized for 9 days.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.